Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to low bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a property functioning pod. Built into the pod's design are mechanical, software and electrical safety features that prevent the device from over-delivering insulin (which may result in low bg levels). The pod functioned as intended during the eval. Based on investigation results, the device would not have been a contributing factor to the customer's low bg levels.

Event description:
The report indicated that the customer's bg was very low. His bg was confirmed by emt to be 17 mg/dl. Customer reports that the emt was contacted after his wife was unable to wake up from his sleeping. The pod will be returned for eval.